Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the infusion set tubing. Additionally, it was reported that a cartridge would not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The user removed the o-ring, successfully loaded a cartridge, and resumed insulin delivery. There was no impact to the user's blood glucose level.